Event description:
The iab was inserted into the pt on 3/17/97. On 3/18/97 after iabp for 32 hours, several "gas loss" alarms sounded from the pump. Later, blood was noted in the catheter. Event complications: none from the event - rptd 5/8/97. Pt's current status: ok - rptd 5/8/97.